Event description:
1 or table was reported as "unlocking" a total of 5 times in 2004 and 2005. It was addressed each time by facility's maintenance dept and/or the steris technician and tested before being returned to service. The actual problem experienced could not be reproduced and adjustments were made and/or parts were replaced that the steris tech thought might be the problem. Each time it was "repaired" or "adjusted", the problem appeared to be resolved when tested. In 2005 a second table was reported as "unlocking". At this time the steris tech was able to reproduce the problem after consulting with the factory. It was reproduced only after applying simulated patient weight and placing the table in a particular tilt position. Adjustments were made, testing performed and the unit worked properly. The information learned from the experience with this table was used to evaluate 10 other or tables. Of the 11 total tables evaluated, 8 required adjustments to the linkage (area where the block attaches/screws into the hydraulic cylinder). The block had to be slightly backed off from the hydraulic cylinder so that the bed would not "drop" (approx 1-2 cm), thereby unlocking when the bed had both weight and tilt applied. Although it was found that 8 tables had the potential to unlock and have since been properly adjusted, only 2 of those 8 were reported as having actually experienced the problem. Follow up reveals that the table was lowered off the supports which elevate the wheels to "lock" the table in place. The elbow joint was not fully extended when it appeared to be, and when placed in a particular position with weight on the table, the support would retract allowing the wheels to make contact with the floor and "unlocking" the table.